Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible a needle deflection occurred which caused a needle to jam against a foot or guide and would eliminate the possibility of hearing the audible click sound that occurs when the posterior needle tip is ejected from the needle shank and the foot pocket. In this position the plunger is depressed and would interfere with the lever if attempted to be closed thus causing the difficult to close. In this condition the needles are deployed and the foot open, both inducing the difficult to remove. Forcing the plunger further likely only bent the needle shanks. There was no mention of the plunger being pulled prior to attempting to close the foot the second time, however, the account mentioned the lever was successfully closed and the device easily removed. Therefore, it is assumed the plunger was pulled, as difficulty closing the lever would have occurred again and removal of the device would likely have met resistance as the needles would still be deployed risking vessel injury. It was reported that extra force was used to compress the plunger. It should be noted that the prostyle instructions for use (IFU), states: do not use excessive force or repeatedly depress the plunger. Excessive force on the plunger during deployment could potentially cause breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, resistance was noted a while depressing the plunger and only advanced halfway and the click was not heard. Difficulty was noted lowering the lever to retract the footplate and remove the device. The plunger was then forcefully depressed all the way, and the lever was lowered to successfully retract the footplate, and the device was easily removed. No tissue damage was noted. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f, and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.